Manufacturer narrative:
An investigation was performed in response to a complaint of intact parathyroid hormone (ipth) quality control (qc) is out low on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. The technical support specialist (tss) shipped customer a new test cup and followed up with the site after a few days. Customer confirmed that the qc was now in range. The "outcome" revealed that there was possibly an issue with the reagent, revealed that there was possibly an issue with the reagent. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 08sep2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. A 13-month complaint and service history review for lot number b545282 from the date of 08sep2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported that the quality control (qc) on the intact parathyroid hormone (ipth) was low. This is a reportable event based on delay in reporting of patient results for ipth.

Manufacturer narrative:
An investigation was performed in response to a complaint of intact parathyroid hormone (ipth) quality control (qc) is out low on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. The technical support specialist (tss) shipped customer a new test cup and followed up with the site after a few days. Customer confirmed that the qc was now in range. The "outcome" revealed that there was possibly an issue with the reagent, revealed that there was possibly an issue with the reagent. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 08sep2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. A 13-month complaint and service history review for lot number b545282 from the date of 08sep2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported that the quality control (qc) on the intact parathyroid hormone (ipth) was low. This is a reportable event based on delay in reporting of patient results for ipth.